Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 8.6 mmol/l. Customer was cycling and noticed moisture damage under the insulin pump screen. Troubleshooting for the insulin pump exposed to fluid was performed. Customer advised there is fluid under the lcd display. Customer advised the insulin pump stopped working then flashed and turned off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis once the shipping address is updated. Customer will call back to update shipping information.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.